Event description:
It was reported that patient felt tingling like her stimulation was on even though it showed off on the patient programmer and it was down to 0.0 volt. Even though patient had the stimulator off, when she synced up with the patient programmer, the stimulation was showing on with lightning bolt present. The patient was not post-operative. There had not been any power-on-reset messages shown on components. This sensation started as the date of this report. The patient felt tingling in her paresthesia area, warmness and tenderness at her pocket. She also felt jolting at her spinal lead incision site. Follow-up information received reported that the device was reprogrammed and the amplitude was turned lower than the amplitude that patient previously had. The stimulation was shown off. It was suspected that the feeling of stimulation when the device was on was residual effect. The impedance readings shown that electrode 10 had greater than 10,000 ohms, and the representative programmed around that and changed on other program that included its use. An x-ray was ordered per physician and the patient seemed to have less discomfort on the left abdomen after establishing a program predominately on the right of the paddle. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).